Event description:
It was reported that pump experienced malfunction alarm code 12 with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was given instructions to reset pump, successfully reset malfunction without it recurring, was advised to continue using pump, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.